Manufacturer narrative:
Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was reviewed and no discrepancies were found that were relevant to the reported event. Review of the complaint history determined that no further action is required. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Concomitant medical products - pn# 00877503202 ln# 2794388 biolox delta head, pn# 65875305401 ln# 62934906 trilogy shell.

Event description:
Patient¿s left hip was revised approximately 8 months post-implantation due to infection. The femoral head, stem and acetabular liner were removed and replaced. No further information has been provided.